Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The internal affiliate was contacted and information on reprocessing of the device was requested. No reponse has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that the tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum a+ pump. The customer contact indicated that 5 to 10 minutes after the delivery was started, the patient called to nurse to report she was getting wet and solution seemed to be leaking from an unspecified port of the tubing set. The port was described as the port used for adding treatments, below the locking device. It was reported that the nurse checked the port by drying the port and the tubing set remained in clinical use. After an unspecified length of time, it was reported that solution again leaked out of the port. The nurse flushed the port with solution wand rechecked the tubing set. The nurse reported that solution continued to leak. The tubing set was removed from the pump. The tubing set was replaced and the therapy was resumed. The customer contact reported a minimal delay in therapy of approximately 10 minutes. There were no adverse patient effects. No medical intervention were required. No additional information was provided.